Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. Customer stated that her blood glucose was 471 mg/dl and she never received an alarm. Customer stated that she does not see any drops at the end of the tubing and she took 6 units of insulin. Troubleshooting was done. Customer treated with manual injection. Customer declined to continue troubleshooting. Customer mentioned when her blood glucose went low, as low as 43 mg/dl and had a cookie. Customer will place a new infusion set and will monitor the insulin pump. No further information provided.